Event description:
It was reported that the customer was hospitalized for hbgs and was vomiting. While the customer was changing the set, the motor was protruding from the pump case. The customer stated that there is a crack near the up and down arrow key. It was indicated that the customer noticed the crack last week and must have gotten bigger since them. At that time, the customer was instructed to revert to back up plan per md protocol and a replacement will be sent.